Event description:
It was reported that cartridge alarms were consistently occurring with the customer's pump. There was no reported impact on the customer's blood glucose level. Technical support completed a follow-up with the customer, who could not recall if their blood glucose exceeded specific levels due to the issue. As a resolution, since the pump was out of warranty, the customer agreed to receive an out-of-warranty loaner pump, and the current pump was set to be replaced.